Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (constant gong alarms) has been confirmed. As received, the belt failed the therapy electrode (te) recognition test. Upon evaluation, there was an open pulse wire inside the cable connecting the distribution node (dn) and the front te, between the front therapy electrode and ECG electrode a. The cause of the of constant gong alarms is the open wire. The root cause of the open wire is excessive force placed at the cable. No adverse event resulted from the defective electrode belt.

Event description:
A us distributor contacted zoll to report that a patient's device was producing constant gong alarms.